Event description:
The reporter stated that neuragen with a label expiration date of september 30, 2010 was implanted during a surgical procedure on (B)(6) 2010. The product had 13 months remaining shelf life when received at the user facility from the manufacturer.

Manufacturer narrative:
The device involved in the reported incident is not expected to be received for eval. An investigation has been initiated based upon the reported info.